Event description:
It has been reported to philips that the equipment can't have x-ray exposure. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a diagnosis procedure and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed there was a timeout establishing connection with the generator and the device cannot emit x-ray. Review of the system log file showed that kv ma control unit had issues. The fse replaced the kv ma control unit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.